Manufacturer narrative:
The factory confirmed leak. Unit examined; one fiber was not embedded in the potting material. This occurrence would normally be detected during mfg leak test. Possibly this unit was not removed. The operators were re-instructed regarding the testing/removal of defects.

Event description:
Oxygenator would not oxygenate, blood started coming out from the bottom. This occurred during use at the very beginning of procedure. Oxygenator was changed-out.